Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir had leak. The customer reported that insulin pump has had about 8 reservoirs that leaked when she was trying to fill them up with insulin. Customer stated the reservoir was discarded. Customer stated the location of the leak was o ring and p cap. The customer was reporting a past issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.